Event description:
Customer observed an initial reactive result for advia centaur cp (B)(6) that did not repeat upon additional testing. There are no reports that treatment was altered or prescribed or adverse health consequences based on the initial (B)(6) result.

Manufacturer narrative:
The cause for the (B)(6) result is unknown. Quality control results were within range. A field service engineer checked the system and found no problems. No further issues have been on observed on the system. The system is performing within specifications. No further evaluation of the device is required. The interpretation of results section of the instructions for use states: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings."